Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had image noise. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 (event) for updates obtained from customer follow up response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found charge coupled-device (ccd) malfunction; poor image quality observed. A definitive root cause of the ccd failure could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer follow up response, the following information conveyed: the issue found during the therapeutic laparoscopic gastrectomy procedure. There were no reports of patient harm.